Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, the insert was heating up; no injury resulted.

Manufacturer narrative:
Evaluation found poor water pressure regulation and debris buildup in the water filter. Clogged solenoid leading to reduced water flow can result in the insert or hp overheating.